Event description:
International affiliate reports the rod holder's distal tip broke off in the surgical site during a spinal procedure. The broken tip was retrieved and there were no adverse consequences.

Manufacturer narrative:
No conclusion can be made at this time. Breakage in this distal tip area can result from excessive force being applied to the rod holder during use. Care must be taken to ensure that the device is not over-tightened and that the rod is in proper alignment with the screw head during placement. A review of the device history record (DHR) found no discrepancies. At this time, the complaint is considered to be closed.